Event description:
A 58-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. During a review of a medical record received by novocure on (B)(6) 2025, it was noted during a neuro-oncology appointment on (B)(6) 2025, the patient was tolerating optune gio therapy well overall. However, the patient experienced mild scalp irritation associated with optune gio therapy and was subsequently prescribed oral cefalexin. The prescribing physician was contacted for further details, although no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the skin inflammation/irritation that required medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).